Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No display anomaly noted. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The pt's blood glucose level was at 95 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further info was provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.